Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had replace battery alarm with out low battery alert. The customer¿s blood glucose level was 67 mg/dl at the time of the incident. The customer received failed battery alarms. Customer states battery compartment and spring was corroded. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement and displacement test. No failed battery alarm, low battery alarms or unexpected battery power loss noted during testing. Device functioning properly. However, corroded battery tube noted during visual inspection.